Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 3/cart 42/box lot# 73g1900630 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020 in fifth people's hospital of dalian the clip was found broken during opening the package prior to patient. Changing a new one to continue.